Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Analysis found that the lower case was damaged, the power bay assembly was damaged, and the hinge upper plate was damaged. As a result the lower case, power bay assembly, and upper plate were replaced. Also, the software was updated and cooling fan was replaced.

Event description:
It was reported that the programmer screen became black with an error message during a device follow-up. The user was not able to boot up for three to four consecutive tries after the error message. However, the next day the programmer was able to boot up with no error message. The programmer was restarted many times and it would always freeze before entering in the "find device" screen. The programmer could not initiate properly. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.